Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-si3-sm3 needle precisionglide 16x1-1/2in contained foreign matter. Verbatim: being: needle 1.60x40mm (16gx1 1/2''), quantity: (B)(4), lot: 4120571, nf: 1144357. Reason: (B)(4) unit with gelatinous foreign body inside the protective cover, (B)(4) deformation in the bevel, (B)(4) dirty around the packaging and inside the needle. Batch: 2363754, quantity: (B)(4), nf: 1039693, reason: (B)(4) deformed or broken plastic, (B)(4) with dirt on the needle, (B)(4) holes in the packaging. Batch: 3264804, quantity: (B)(4), nf: 1067682, reason: (B)(4) with dirt on the needle, (B)(4) tears in the packaging. Additional information received on 01/02/2026 it was mentioned as "1 unit with gelatinous foreign body inside the protective cover, (B)(4) deformation in the bevel, (B)(4) dirty around the packaging and inside the needle (B)(4)" but quantity mentioned as (B)(4). Could you please confirm the affected quantity of the batch number 4120571? A: 2 holes outside the packaging; (B)(4), deformed bevel; (B)(4), dirty areas around and inside the packaging. Could you please confirm the date of event? A: 05/05/2025 was anvisa notified? If yes, what was the notification number? A: no, only to the company. Is the sample related to this incident available for analysis? If yes please answer the below questions a: yes